Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported sf147 was due to contamination while the failure to complete its internal self-test was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported complaint could not be reproduced during evaluation. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.